Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown head/ lot # unk, part # unk/ unknown stem/ lot # unk, part #unk / unknown liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 - 00225, 0001825034 -2020 -00226, 0001825034 -2020 -00229.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It is indicated that patient is indicated for a revision procedure due to unknown reasons. No revision procedure has been reported date. However, x-rays were reviewed and found superior dislocation of the femoral head. Vertical orientation of the acetabular cup likely predisposes to dislocation.

Manufacturer narrative:
Reported event was to be confirmed by review of medical x-rays. Radiographs indicated right total hip arthroplasty with superior dislocation of the femoral head. Vertical orientation of the acetabular cup likely predisposes to dislocation. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.